Manufacturer narrative:
Device passed displacement test and self test. Pump error alarm found in the device history. Unable to determine the root cause, problem isolated to the pcb2. Pump error alarm (variableinfo=3) confirmed in the device history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms during basal. The customer¿s blood glucose level was unknown at the time of incident. Customer was assisted with troubleshooting. Customer performed self test and pump error was reoccurred, however the customer was able to clear the pump error alarms and able to rewind the insulin pump. The customer was advised that the insulin pump required to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.